Event description:
The customer reported discrepant troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. The sample was automatically retested (reflexed). The customer has a protocol to retest all samples with critical troponin I results. The policy states that if both the initial and retest results were critical, then to release the first critical result, thus a result of 0.13 ng/ml was released to the physician. The customer has not received any report of impact to patient care. There has been no report of patient injury or change in patient treatment associated with this incident. The patient's samples were collected in 13x100 mm lithium heparin gel tubes and centrifuged at 3,000 rpm (rotations per minute) for ten minutes, at room temperature. The customer stated no sample integrity issues were noted. A review of the customer's quality control (qc) data indicates quality control was within the laboratory's expected ranges at the time of the event. No system issues were noted. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) observed the aspirate probes were not properly connected and reconnected properly. This finding is unlikely to have contributed to the event as the issue would be systemic; the customer only questioned results for one patient. No other system issues that could have contributed to the event were identified. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.